Manufacturer narrative:
The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Surgeon used an incorrect combination of implants in a tkr. A size 4 insert was used in combination with a size 5 femoral component and size 5f/4t tray. This event occurred outside of the united states in the (B)(4).